Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call of customer's issues with their insulin pump. The caller states they received letter regarding pump and requested the device be replaced for the customer. The caller states the drive support cap was protruded. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.